Manufacturer narrative:
(B)(4). Date sent: 4/16/2026. B3: only event year known: 2026. D4: batch #unk. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned sterile with no apparent damage and with no reload present. The package was open and tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The batch number on the reload showed that the device was expired in january 2026. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97y4f, and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, the facility was upset that the product had only 6 month expiration date after it was manufactured which was too short. They had already used the product on the procedure and they also discovered that it was already expired last january 31, 2026 according to the label. There was no patient consequence reported. No additional information provided.